Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: medsun report #(B)(4).

Event description:
User facility medwatch report received that states, "one of the grippers of the mitral valve wasn't deploying correctly. Clip removed without incident." It was reported that the patient presented with grade 4 functional mitral regurgitation (mr), hypertension, atrial fibrillation, valvular heart disease, congestive heart failure and restricted posterior leaflet for a mitraclip procedure. During the procedure, gripper orientation was performed and was successful. While attempting simultaneous gripper actuation, one gripper was unable to raise and lower. The gripper line was broken. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. B1 - adverse event/product problem: adverse event removed. No change in report type as initial report was submitted as malfunction.